Event description:
It was reported that the patient showed high lead impedance during diagnostics test. Physician believes it's a possible lead break. Revision surgery is likely. No additional information is available. Good faith attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.